Event description:
Information received by medtronic stated that the insulin pump pump error alarms during basal. Customer was able to clear the alarm and was able to complete pump rewind. No harm was required during medical intervention. Troubleshooting was successfully performed; however, the customer will discontinue use of device.

Manufacturer narrative:
(B)(4). The pump was returned for pump error alarms found on september 12, 2021.insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed displacement test, self test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No pump error or pump error alarms noted during testing. However, pump error confirmed in the pump history, trace files on september 12, 2021 at 7:28am and pump error confirmed in the pump history, trace files on september 12, 2021 at 7:28am. During visual inspection, no loose or disconnected motor flex connector noted on electrical board. Insulin pump was cut open to perform visual inspection and found¿ corrosion damage¿on the motor. The motor was tested outside of the device and passed. Test p-cap, reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and cracked retainer ring. Pump error alarms confirmed in the pump history files on september 12, 2021 at 7:28am due to corroded motor home switch.